Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Analysis was unable to verify button error alarm due to unresponsive buttons. No moisture damage found on keypad traces. The insulin pump had missing end cap sticker, detached end cap, scratched lcd window, cracked battery tube threads and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 198 mg/dl at the time of incident. The insulin pump will be returned for analysis.